Event description:
MFR received a report from the user's family member alleging that the enduser was getting out of bed and using the walker when a leg allegedly "gave out" and the enduser fell. The family member also alleges that the grip slid. The user sustained a broken back as the result of the incident.